Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during an unspecified treatment procedure in the aortic arch, the occlusion balloon ruptured. When the balloon was filled with the prescribed amount of saline, it was noticed that the balloon was leaking. This event occurred outside the patient's body during preparation. The procedure was successfully completed with another occlusion balloon with no patient complications. Current patient condition is reported as 'good'.